Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported multiple events of interruption of monitoring with sensors. Limited information regarding the number of patients involved or number of events was provided; however the customer has indicated that the issue has occurred in multiple operating theaters. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.